Manufacturer narrative:
One sample was received. This product is used in treatment. The reported event was confirmed. Visual inspection showed the cuff presents a small tear. An inflation/deflation test was performed and 25 cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after a few seconds. The failure was isolated to tear in cuff, however no root cause was determined. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, leak was noticed on the endotracheal tube's cuff. It was stated from the additional information that upon pre-test the cuff did not inflate or deflate. The customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, leak was noticed on the endotracheal tube's cuff. The customer reported that there was no patient involvement.